Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -10.00/1.5/081 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022 the lens was removed due to narrow angles. It was not replaced with another lens. If additional information is received a supplemental medwatch report will be submitted.